Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Customer returned insulin pump for alleged pump error 23, pump error 49 and pump error 68 on event date 18-jun-2022. The device passed displacement test, self test and p-cap locks properly into the reservoir compartment. The device successfully downloaded to thump software. No unexpected pump error 23 noted during testing. However, an expected pump error 23 was present in history/trace files on event date 06/18/2022 18:44:49.000. Pump error 49 not confirmed during testing, however, a pump error 49 was present in the history files on 06/18/2022 18:44:16.000. An expected pump error 68 was present in the history/trace files on 06/18/2022 18:44:16.000. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. Insulin pump was cut open to perform visual inspection and found¿no evidence of moisture or physical damage. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, stained keypad overlay, scratched case and damaged display window cover. In summary, customer allegations for pump error 23, pump error 49 and pump error 68 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.